Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) over-sensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachycardia response (atr) episodes. It was recommended to turn off the rrt. The device remains in service. High, out of range impedances have been detected on the ra lead. The origin of the high impedance was not determined conclusively but is believed to be that the conductor cable is fracturing. This has been the case for some time now and they do not plan an intervention at this time. No adverse patient effects were reported.